Manufacturer narrative:
Correction information provided in d.4. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The product was returned for analysis and the reported complaint was observed. The device was returned loose in the product carton. The lock-out assembly has been removed. Insufficient amount of ophthalmic viscosurgical devices (ovd) observed in the device, no ovd observed past the lens. The plunger has been advanced to mid nozzle and is advanced under the intraocular lens (iol). The iol is advanced into the nozzle entry and is damaged. Returned photo shows activated company device. The plunger is advanced at the mid nozzle area and appears to be advanced under the lens. The lens is advanced at the nozzle entry area. The reporter indicates the use of non-company viscoelastic, which is not qualified to be used with the associated product. Plunger underride was observed. The root cause may be related to failure to follow the instructions for use (IFU). Inadequate viscoelastic was observed in the device. The IFU instructs: fill the device until ovd can be observed flowing to the nozzle tip. This will require approximately 0.28 milliliters (ml) of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device allowing the plunger to underride the lens.in addition to the above the reporter indicates the use of non-company viscoelastic, which is not qualified to be used with the associated product. The use of an unqualified ovd may cause damage to the lens and potential complications during the implantation process. Based on the results from the product history record, the products met release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported during intraocular lens (iol) implant procedure, the lens was stuck, and injector did not push the lens properly. Additional information has been received stating the surgery was completed on same day by opening a new lens with the same diopter.